Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that where the cylinder attaches to the bracket that is broken on both sides.